Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump received with minor display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated with a manual insulin injection. The customer believes that there is something wrong with the insulin pump and would like to have the insulin pump replaced. No additional information was provided.